Event description:
Clinical notes were received as part of the referral process for generator replacement. The notes reported the patient was having seizures very often and indicated this was due to the vns battery dying sometime before the holidays of 2017. An accurate battery status was not provided in the notes. The patient has been referred for generator replacement. No known surgery has occurred to date. No additional or relevant information has been received to date.